Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that during a procedure, the lead would not go all the way into the bottom port of the implantable neurostimulator (ins) header block. It was tried multiple times, and the set screw was loosened, but did not resolve the issue. The implant physician asked for a new ins. The new ins was hooked up, tested, and implanted into the patient with no issues. The unused ins will be returned to the manufacturer. The patient was not affected by the event.

Event description:
Additional information was received on (B)(6) 2017 from the manufacturer representative providing the device information and reporting that the ins was mailed back to the manufacturer for return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The conclusion code no longer applies.

Manufacturer narrative:
No anomaly found.